Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation: a review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. The exact device history record (DHR) could not be reviewed due to the lack of information provided by the complaint facility. A sales search for the complaint devices sold to the customer within shelf life was completed and narrowed it down to 43 possible lots. A nonconformance search revealed only 1 related nonconformance from the possible lots. All identified devices were scrapped prior to lot release, and the issue is inspected 100% during manufacturing and quality control of the product. A complaint search reveled 8 complaints have been reported from the field on these potential lots. Five of these are related complaints reported for the same failure mode from the same facility. The other three were reported for the same lot as the related complaints. Based on the information provided, inspection of the returned product and the results of the investigation, cook has concluded that a manufacturing and quality control deficiency contributed to this incident. Corrective actions including implementation of a gap gauge and retraining were performed. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: facilities lead. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for a thoracentesis procedure. The operator found the device was "leaking from the catheter and the round hub that it screws onto." The device was replaced with a similar device to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.